Manufacturer narrative:
There was no sample returned for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according the manufacturer's acceptance criteria. The root cause is unknown. (B)(4).

Event description:
A surgeon reported experiencing a dull knife during a procedure. There was no harm to the patient.